Event description:
Pt on cpb (bypass) for 2 minutes when small leak discovered in biopump cone area. Retrieved new sterile cone, clamps & supplies to perform "change out" with new product. Pump down 1-2 mins, clamped aortic line to pt. Post arterial filter, de-aired cone via recirculation line in cardiotomy reservoir. Resumed bypass with no further issues.